Event description:
On (B)(6) 2012, the pt reported the down button of the infusion device does not respond to presses. She noticed the issue a couple of weeks ago and again this morning. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.